Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient was admitted to the hospital with hyperglycemia. The reporter stated that the patient had been running high blood glucose (bg) levels the past couple of days. The patient was admitted to the emergency rom on (B)(6) 2014 with a bg of 485mg/dl with nausea, vomiting and abdominal pain. The patient was given an IV drip. Currently the patient¿s bg is 103mg/dl and on syringes. Customer support (cs) reviewed the pump and no alarms in the history. All pump settings were correct. Cs found no issues with the pump. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.